Manufacturer narrative:
(B)(4), evaluation results: stenosis and indentation remained at the middle of the lesion after pre-dilatation; damage to the stent, dissection.

Event description:
A 2.5mm diameter x 18mm length endeavor sprint rapid exchange (rx) was deployed in a patient. The target lesion, located in the lcx was described as moderately tortuous with no calcification and 99% stenosis. It was reported that 75% stenosis after pre-dilatation and indentation remained at the middle of the lesion. It was reported that when inflating the balloon of relevant device to 14 atms, the vessel ruptured. After the successful hemostasis, angiography showed that the portion of the stent cell where the vessel ruptured was deformed. Also relevant stent appeared to be elongated. Communication from the field reported that, although the hemostasis was successful, the ruptured vessel formed false aneurysm. The patient is reported to be recovered and no other clinical sequelae were reported. The physician commented that there were no abnormalities observed on the lesion morphology when checking with ivus before the stent implantation; however, when performing pre-dilatation and stent implantation, it was hard to flatten the indentation of the lesion where the vessel ruptured.